Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump buttons were difficult to press. The blood glucose reading was 206 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad traces or unlocked keypad connector was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a scratched reservoir tube window.